Manufacturer narrative:
Evaluation of returned device found implant met specifications. An exact reason for the instability and pain felt by the patient cannot be made due to the limited information provided for analysis.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pain and instability. The femoral component, tibial tray and tibial bearing were removed and replaced. Only the femoral component was manufactured by biomet orthopedics.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "interoperative or postoperative bone fracture and/or postoperative pain."